Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had atrial events falling in blanking and functional undersensing at times. The lead remains in use. No patient complications have been reported as a result of this event.